Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges having an issue spiking the water bottle. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges having an issue spiking the water bottle. No patient injury or consequence.